Event description:
The customer reported that during a patient event, their device was only able to stay powered on for approximately one minute before powering itself off. The device was able to give a no shock advised decision prior to losing power. The customer was unable to power the device back on for use. A back up device was then used during the event. Additional details regarding the event have not been made available. The outcome of the patient has not been reported.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure by slightly shaking the unit. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control further evaluated the device and determined that the device was abused by the customer. Several internal components were found to have been damaged leading to the reported power failure .no additional patient information has been provided by the customer.